Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. Niece is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo and 25 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/24/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01566813 returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 7/06/2018 returned test strips produce lo and low readings. R&d final root cause: most likely underlying root cause of low readings are due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/23/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. Niece is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo and 25 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 05/18/2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/24/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1 :lo date:(B)(6) 2018 time:9:09pm fasting. Result 2 :lo date:(B)(6) 2018 time:7:23am fasting. Result 3 :lo date:(B)(6) 2018 time:7:20am fasting. Result 4 :lo date:(B)(6) 2018 time:10:10pm fasting. Result 5 :25mg/dl date:(B)(6) 2018 time:3:19pm fasting.